Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during surgical lead implantation procedure the patient lost motor abilities in their vastus and tibialis. As result the procedure was aborted and lead explanted. The patient¿s motor abilities returned while in the post anesthesia care unit.